Event description:
It was reported that the ilet pump housing split along a glue line, while the pump continued to function and could be manually closed by the user. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact on clinical status and no medical intervention. Investigation included device replacement logistics and instructions to shut down the device, data sync guidance, return of the original device for evaluation, and user education on startup for the replacement and continued cgm use. Investigation of this case revealed a suspected enclosure integrity failure at the adhesive joint without functional interruption. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical integrity issue related to the enclosure bond.